Event description:
Patient called lfs in 2002 alleging that their meter was reading inaccurately low. Pt reported feeling light headed. Pt obtained "16 mg/dl, 17 mg/dl, 1 mg/dl, and 4 mg/dl" (time difference unknown). Pt had been using the hospital brand test strips and realized that the confirmation circle had no reaction and color change when the blood was applied to the test strip. Pt reported having juice and candy to raise their blood glucose level. No medical care was sought from a healthcare professional. No adverse event or serious injury occurred. Customer service representative replaced the test strips and control solution.